Manufacturer narrative:
Concomitant products: cage, mastergraft matrix (implant (B)(6) 2007).

Event description:
It was reported that the patient presented with l4-5 osteomyelitis and progressive bony destruction despite antibiotic treatment. The patient underwent subtotal vertebrectomy for decompression, l4 and l5, anterior interbody fusion l4-l5 with spinal instrumentation, interbody cage, graft matrix and rhbmp-2/acs. The disk space was dilated and sized to a 14 millimeter graft which was packed with a combination of graft matrix and bmp. The graft was impacted into the disk space with good fit and ap and lateral films showed the cage to be in adequate position. Reportedly, the patient's "post-operative period was marked by the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation".

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented with the following preoperative diagnosis: osteomyelitis, l4-5. The patient underwent the following procedure: subtotal vertebrectomy for decompression, l4 and l5. Anterior interbody fusion, l4-5, with cage instrumentation, bone graft matrix and rhbmp-2. Per op notes: the disk space was irrigated and bony resection was undertaken from both the 4 and 5 vertebral bodies. At this point, with what appeared to be adequate debridement, irrigation was again undertaken and attention was turned to sizing for graft. The disk space was dilated and sized to a 14-millimeter cage graft which was packed with a combination of bone graft matrix and rhbmp-2. The graft was impacted into the disk space with good fit and ap and lateral films showed the cage to be in adequate position. At this point, attention was turned to closure.